Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination partial of the valve, opening curved on radius, creases fold and wear abrasion leak test and microscopic analysis was performed which identified: delamination partial of the valve, opening crease sharp on anterior, striated opening on radius and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on anterior due to fold flaw opening a delamination partial of the valve (adhesive failure) a striated opening on radius due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reports right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side deflation. The device has been explanted.